Event description:
It was reported that the bd q-syte¿ luer access split-septum stand-alone device septum was found "dirty" before use. The following information was provided by the initial reporter, translated from japanese to english: "the septum was dirty."

Manufacturer narrative:
H.6. Investigation summary: received one q-syte unit w/blue dust cap intact and accompanied by an opened package from lot 8275515. There were two small pieces of foreign matter on the top disk of the septum.a review of the device history record revealed no irregularities during the manufacture of the reported lot. Photos: two photos were provided for evaluation of this incident. Photo 1 shows an open package from p/n 385100 ¿ l/n 8275515 and a q-syte unit w/dust cap. Photo 2 shows a view of the septum top disk of the q-syte, which revealed two pieces of foreign matter. Visual evaluation: there were no anomalies or damage to the external areas of the q-syte unit; top body or bottom body (polycarbonate). Microscopic evaluation; revealed that the foreign matter seen on the top disk was observed to be 2 types of fibrous materials (foreign matter) attached to the top disk of the q-syte septum. 1st fm is of a light brownish color and has stringy strands. 2nd fm is of a black color and is one thin solid strand. Conclusion: relationship of device to the reported incident: indeterminate - although the defect of foreign matter was conclusive with the unit and photos provided for this incident, there was not sufficient evidence, to determine the root cause/source of the fm, as the unit received and the unit in the photos were out of the package. The characteristic of the fm was not identified as part of the q-syte product. Ftir test results: 1st fm that was a light brownish color with stringy strands was noted to be cardboard. 2nd fm that was a thin solid black strand was noted to be polyethylene teraphalate (pet) and is of the polyester family, thus this fm may have been from clothing.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd q-syte¿ luer access split-septum stand-alone device septum was found "dirty" before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "the septum was dirty."